Event description:
The patient stated that she was hospitalized due to high blood glucose levels. The patient's blood glucose levels were too high to register on the glucometer. Prior to the event, the patient had experienced low blood glucose levels. The patient stated that she treated for that low, and her blood glucose levels elevated after that. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2014-02136.